Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said the therapy worked great for about 6 months and then it started gradually not doing as well. They turned it up and that would help. Finally before christmas it got to the place where it wasn't helping at all. They talked to the doctor and the doctor told them to turn the therapy off and back on. They couldn't even feel the kind of vibration it makes. They got all the way up to 1.6 ma and it was not doing anything. It kept sending them a messages that it was too high of a number so they cut it back to one point one and just left it there. It had just gotten to the point where it doesn't do them any good anymore and they couldn't feel it. They called the doctor's office and they said to call the manufacturer first and see what they say. Walked caller through trying to increase the stimulation on allof the programs. The patient was getting a message that the system was operating at maximum settings and therapy couldn't be increased on all the programs except program 2 and 6. On those two programs they could increase the stimulation all the was to 12.1 and 12.5 ma but they couldn't feel a nything. The patient had not had any falls or accidents. The patient did have cardioversion done in june and they had turned their therapy off and the therapy worked after the procedure. The issue was not resolved through troubleshooting. The agent suggested they go to program 2 at 1.6ma since they hadn't tried that program and see if they get any relief. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.